Manufacturer narrative:
Attempts have been made to obtain the sample and additional information. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 12/03/2007.

Event description:
Erysipelas has developed in pt and required antibiotic treatment.